Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 150 ml capacity was leaking from the port seam. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that one corner of the bag was ruptured. Functional testing including an under water pressure test was performed which revealed tiny bubbles from the injection port. The reported condition was verified. The cause of the condition is due to a little solvent in the injection site area during the supplier manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.